Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. New contact information for the initial reporter is not available, therefore additional event, product, and/or patient details are not attainable.. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.